Event description:
It was reported that the right ventricular (rv) lead's pacing impedance has had a gradual rise over the past few months. It was noted that currently the rv impedance and thresholds are high. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (ICD) - (B)(6) 2010; 507645 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.